Event description:
Plate was not removed from pt.

Event description:
A one-third tubular plate was implanted in the pt to treat a humeral fracture because the surgeon was concerned about anatomical nerve damage. Post-operative films from 2001, confirmed that the plate had broken. The plate was removed from the pt.